Event description:
The customer contacted physio-control to report that their device had a white display. A white display is indicative of a device lockup condition which may prevent defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u8. Ic chip u8 was sensitive to heat. The removed system controller pcb was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the device was returned to the customer for use.